Manufacturer narrative:
PMA 510k k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was occurred during in the eus procedure. The needle could not puncture the lesion. Did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. For complaints, ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Unknown. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Unknown. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. Unknown. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? Unknown. 1.1.5 was the device used in a tortuous position? Unknown. 1.1.6 are images of the device or procedure available? Unknown. 1.1.7 was it damaged in packaging before removal? No, it wasn't. 1.1.8 was it damaged on removal from packaging? No, it wasn't. 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Unknown. 1.1.11 was the scope recently serviced / repaired? Unknown. 1.1.12 was force required on insertion of device into scope? Unknown. 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The needle could not puncture the lesion. 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Unknown. 1.1.15. Was difficulty experienced while retracting the needle? Unknown. 1.1.16. Was the needle able to be fully retracted before removing from the patient? Unknown. 1.1.17. Was gaining access to the targeted site difficult? Unknown. 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 1.1.19. Was needle penetration of the targeted site difficult? Unknown. 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? No. 1.1.21. Was the stylet partially removed prior to advancement of needle? Yes. 1.1.22. How many biopsies/passes were obtained with use of this needle? Unknown. 1.1.23. Did any section of the device detach inside the patient? No. 1.1.24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. 1.1.25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown 1.1.26. Was there difficulty in attachment / detachment of the leur to the scope? Unknown. 1.1.27. If the device is procore and it is kinked distally, is the kink at the notch / core trap?

Event description:
Supplemental cancellation report is being submitted due to the completion of the investigation on 30-jan-2023. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the area of target site for the needle used being hard as the user could not penetrate the tissue. Another possible root cause could be attributed to the needle kinking due to the hard lesion aforementioned or the device being used in a torturous position. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.